Manufacturer narrative:
The charger is an accessory to the sonicare toothbrush. The serial and model numbers of the charger were not provided. Device manufacturing date not available due to the charger not being returned.

Event description:
Consumer called stating that their power toothbrush charger caught on fire and burned the bottom of their toothbrush handle. No injury reported.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.